Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had summit stem and pinnacle mom cup implanted approximately 12 years ago. Patient fell and dislodge the cup. The surgeon removed the cup and mom liner and replace with new cup and poly liner. Size 3 std summit stem remained in patient. It was stated that there was loosening at bone to implant interface. Doi: 12 years ago; doe: (B)(6) 2022 right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre) was not possible because the required lot code was not provided.